Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: customer describes an event with possible leakage through the injection port with cap. Update march 22nd: customer has not witnessed the leakage, but in the above-mentioned case has seen blood and infusion-drugs residues under the IV-securement (tegaderm patch). They use a syringe pump that is connected to the pivc (distal to a back check valve), the pump is run throughout the operation. They most often leave the cap to the injection port open to enable a rapid access for pharmaceutical treatment. Customer confirms there has been no harm to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: customer describes an event with possible leakage through the injection port with cap. Update (B)(6): customer has not witnessed the leakage, but in the above-mentioned case has seen blood and infusion-drugs residues under the IV-securement (tegaderm patch). They use a syringe pump that is connected to the pivc (distal to a back check valve), the pump is run throughout the operation. They most often leave the cap to the injection port open to enable a rapid access for pharmaceutical treatment. Customer confirms there has been no harm to the patient.